Event description:
The patient had indicated that the surgeon implanted a cc4204a; +24.0 diopter intraocular lens into the patient's eye. The reporter indicates they couldn't see correctly out of the lens for the past 4-5 years. The patient also indicated the surgeon noted "that she has scar tissue behind the lens". Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).